Manufacturer narrative:
As reported, during a procedure the fasteners of sorbafix fixation device did not go through the cooper ligament. The surgeon was unable to fixate the mesh in the inguinal area. The evaluation of the sample failed to reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Based on the sample evaluation, the reported event is likely the result of attempting to deploy the fastener into the cooper's ligament. The instructions-for-use (IFU) included with the device states "insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the fasteners of sorbafix fixation device did not go through the cooper ligament. The surgeon was unable to fixate the mesh in the inguinal area. They replaced it with another device. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure the fasteners of sorbafix fixation device did not go through the cooper ligament. The surgeon was unable to fixate the mesh in the inguinal area. The evaluation of the sample failed to reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies were found. Based on the sample evaluation, the reported event is likely the result of attempting to deploy the fastener into the cooper's ligament. The instructions-for-use (IFU) included with the device states "insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 470 units. Addendum: h11: this supplemental MDR is submitted to document the information provided through medsun report. Updated fields: a2, b4, g2, g3, g6, h2, h10, h11 corrected field: e4 (FDA notified?) Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the fasteners of sorbafix fixation device did not go through the cooper ligament. The surgeon was unable to fixate the mesh in the inguinal area. They replaced it with another device. There was no patient harm or injury.